Event description:
Updated event description: concomitant devices reported: tfna fem nail ø12 r 130° l380 timo15 (part# 04.037.258s, lot# h775856, quantity# 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device is not available-customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, during an open reduction internal fixation procedure, for a fractured neck of a femur, that the helical blade became stuck in the incorrect position on the femoral nail. The helical blade was removed and replaced with a screw. The femoral nail was not impacted and remains in the patient. There was an unspecified amount of a surgical delay. The patient was reported to be in a stable condition after the procedure. The procedure was completed successfully. Concomitant devices reported: 12mm/130 deg ti cann tfna 380mm/right-sterile (part 04.037.258s, lot h775856, quantity 1), tfna helical blade perf l105 tan (part number 04.038.405s, lot h805650, quantity 1). This report involves one (1) unknown guides/sleeves/aiming: aiming arm. This is report 2 of 2 for (B)(4).